Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient replaced the infusion set due to blister formation at the attachment site and the cannula was floating. No further information available.